Event description:
Additional information was received that the event occurred during an in-clinic follow-up. The event was resolved by reprogramming.

Event description:
It was reported that episodes of post-paced t-wave oversensing (pptwo) were observed on the device. The patient was stable and there were no consequences.